Manufacturer narrative:
(B)(4)

Event description:
This lead was explanted and replaced due to oversensing. The patient reported feeling unwell and fatigued.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of abrasion along the lead body, indicating constant friction against another implantable device such as a nearby lead. In particular in the distal area of the lead, the insulation was found rubbed through. This damage can be considered to be the root cause for the oversensing reported in the complaint text. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. Interaction with a nearby lead which affected the leads motion should be taken into account. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.